Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. There was no button error alarm noted on the pump. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a minor scratched display window, and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump.